Manufacturer narrative:
0001822565-2017-05680 . Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05680, 0001822565 - 2017 - 05681. Concomitant product(s): - unknown cup, unk part/lot; unknown liner, unk part/lot; unknown fmm stem, unk part/lot; unknown femoral head, unk part/lot; report source-USA. Literature - mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.07.004. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer

Event description:
It has been reported in a journal article that a patient was revised due to mechanically assisted crevice corrosion (macc). Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It has been reported in a journal article that 1 patient was revised due to mechanically assisted crevice corrosion (macc). It was noted that pathology results showed alval (aseptic lymphocyte-dominated vasculitis associated lesion), elevated wbc (white blood cell) counts of 13700, esrs (erythrocyte sedimentation rate) of 50, elevated crps (c-reactive protein) 2.1. Attempts have been made and additional information on the reported event is unavailable.